Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the display window corners, cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that they had issues with the insulin pump. The customer mentioned that the infusion set fell out. The customer stated that a part of the reservoir compartment was missing like it broke. The customer's blood glucose was unknown at the time of incident. The customer reported that the damage occurred while locking the reservoir in place. The customer mentioned that the blood glucose had been running high. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.